Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly and keypad anomaly. The customer's blood glucose level was unknown. The customer reported that the insulin pump was not rewinding and responding. The customer reported that they were attempting to rewind the insulin pump and it was not functioning. The customer also attempted to make sure that keypad was unlocked by pushing easy bolus button and up arrow key and it still did not function. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.